Event description:
It was reported that there was a sound of gas leakage from the middle of the tube during intubation. The dr extubated right away and replaced the tube. No other info or details were provided.

Manufacturer narrative:
It is not known what procedure was being performed or if there was any use of a laser and or gas involved. Return of the laser-flex endotracheal tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted. See scanned page.